Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on his insulin pump. The customer disconnected from the insulin pump and was able to rewind it. He was advised to discontinue use and revert to a back-up plan. It was later reported that the customer was unable to exit the rewind sequence. The customer's blood glucose was at 317 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.